Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The smart coil was bent on the pusher assembly approximately 28.0 and 65.0 cm from the proximal end of the pusher assembly. The pusher assembly was kinked approximately 121.0, 148.0, 181.0 cm from the proximal end of the pusher assembly. The embolization coil was damaged along its length. There was no visible damage to the smart coil introducer sheath. Upon loading the introducer sheath back onto the smart coil, it was unable to be advanced out of the introducer sheath. Conclusions: evaluation of the returned device revealed an embolization coil that was extensively damaged along its length. This is likely due to the introducer sheath not properly seating inside the taper of the non-penumbra microcatheter hub. If a rotating hemostasis valve is not used to secure the introducer sheath, it is possible that it will back out of the taper, causing the embolization coil to begin forming inside the hub of the microcatheter. Attempting to advance the coil at this stage will further damage the coil structure. Further evaluation revealed a bent and kinked pusher assembly. This damage is likely incidental and likely occurred during packaging for return to penumbra facilities. Evaluation of the non-penumbra devices revealed extensive damage. This damage is not attributable to the observed smart coil damage. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right basilar artery-superior cerebellar artery (ba-sca) using penumbra smart coils (smart coils). During the procedure, the physician advanced another manufacturer's microcatheter toward the neck of the right ba-sca and then placed one non-penumbra coil and four smart coils. The physician then opened a new smart coil and attempted to advance it through the microcatheter; however, resistance was encountered around the proximal portion of the microcatheter and the coil was unable to advance further. Therefore, the smart coil was removed and the procedure was completed using non-penumbra coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.